Manufacturer narrative:
Attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined if the pod generated an alarm. Corrosion was noted inside the device on the pcb indicating that fluid had leaked in the pod. A tear was found in the internal soft cannula and noted as the source of the leak. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. Patient received a hazard alarm during operation.